Event description:
It was reported that, during a big tibial plateau surgery, the evos small 2.5mm drill w/ao qc long broke, internal to patient. The procedure was finished using a smith and nephew back up device, with a surgical delay of less than 30 minutes. The patient was not injured beyond the described event.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the breakage was confirmed. The clinical / medical investigation concluded that, the fluoroscopic image provided confirmed the reported broken drill bit and that it was extruding beyond the bone on the opposite side. Based on the limited information provided the root cause of the reported breakage cannot be determined. The material composition of the possible retained drill is comprised of martensitic stainless steel, 440a, which is noted in the astm f 988-2002 as an alloy that is utilized in medical devices. The 440a drills are manufactured and intended as externally communicating devices and are not approved for implantation. Therefore, long term implantation data is not available. If retained, the impact to the patient beyond the likely irritation and/or discomfort, micromotion/or migration, and additional radiological imaging/exposure cannot determined. No further medical assessment can be rendered at this time. A review of the complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Damage from misuse or rough handling are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.